Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that there was pressure loss during preparation, before the surgery. There was no harm or delay reported. No adverse events have been reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h10. Two boxes of the same lot number were returned. Of those 2 boxes, only one cuff was opened. The other 19 cuffs were still sealed in the sterile packaging. Functional testing of the opened cuff found no damage. No leaks were detected by the ats unit or the bubble test. No visible damage was found. Device is used for treatment. This is a limited investigation. A review of the device history records and a complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.